Manufacturer narrative:
The returned plate and screws were examined under magnification to confirm failure. The returned screws are damaged likely during the insertion and removal process. The anodization is missing in many places and threads are damaged. No definitive conclusion could be made as to why the plate failed or what damage occurred during removal or insertion. Based on the investigation detailed above, no corrective action is warranted. Quality will continue to monitor for trends. Related reports (including this one) :3025141-2025-00894, 3025141-2026-00062, 3025141-2026-00064, 3025141-2026-00065

Event description:
It was reported that the plate broke cleanly about two months after it was fitted. The patient therefore had to undergo another operation (with further anesthesia) to remove the broken plate and replace it with a new one of the same type. This problem resulted in a further period of convalescence for the patient and the department having to reorganize itself to schedule a new operation.